Event description:
The customer reported that there was a battery issue. There was no report of pt involvement.

Manufacturer narrative:
(B)(4). The customer reported that there was a battery issue. There was no report of pt involvement. A philips field service engineer went to the customer site and clarified the failure. The device could only stay powered up for 5 minutes on battery power. The battery was replaced which resolved the failure. The device passed all performance testing and remains at the customer site.